Manufacturer narrative:
(H3) the evaluation noted that the reason for the revision reported may have been the result of prosthesis wear since the patient reported that the ¿product disintegrated¿. The wear may have been due to cup orientation, edge loading/impingement, and/or patient related factors. However, this cannot be confirmed because the components were not returned for evaluation and additional information was not provided. No information provided in the following section(s): a2, a4, a5, b6, b7, d4 (catalog number, serial number, lot number, exp date, UDI) d6, d7, e3, g5, and h4.

Event description:
I had hip surgery in 2012. The purpose of me contacting you is based on the product that was used malfunctioning before it was supposed to. This product disintegrated in my hip, requiring hip revision. I would like to speak to somebody as soon as possible please.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Patient had hip surgery in 2012. Revision of hip due to wear.